Manufacturer narrative:
A quality complaint investigation was performed on (B)(6) 2015. One unused i.d 7.0 mm, cat# mm61110070 endotracheal tube with frosty balloon, fitted with pp connector of corresponding size and tube marked as per unomedical specification. The product fitted with pvc bullet valve with pilot balloon printed with size identification 7.0 mm and work order #: (B)(4). The product was received in an opened preprinted blister pack. The connector was closely examined. It was removed from the tube and the od of the machine end of the connector (cavity j) was measured which found 15.42 mm within the established specification of (B)(4) mm. The connector passed the jig test (using iso (B)(4) method to determine compatibility of the connector against the adaptor of the ventilator) as the fitting was found to be adequately fitted to iso 15mm jig. The connector lot# is from g-136325. Reviewing of the incoming inspection report for the connector used in the work order does not reveal any sign of dimensional failure. The machine end of the connector found to be well within in specification when measured during incoming inspection upon receipt of the raw material. An analysis of the returned sample showed that it met specification. Connector was found to be dimensionally acceptable as per the specification and have passed the jig test when mounted to the iso test jig which complies with iso (B)(4) requirement. Therefore, no corrective action has been identified as a result of this analysis. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction as the device was not used on a patient. The device has been received and analysis is in progress; additional information will be submitted once the investigation is completed.

Event description:
It was reported that the black connector "was so short that the connection to the respirator was loose and prone to detachment." It was further reported that the device was not used on a patient as the staff was concerned that the inadequate oxygen supply may jeopardize the patient.